Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had group a for back and b for legs and said she was in a lot of pain in her legs and would like to add group b. The patient reported that she thought she could run both groups at the same time. The patient synced the patient programmer (pp) with the ins and it showed that stimulation was on. The patient didn't know that she couldn't have both groups on at the same time. It was noted that this was a sudden change. How to switch groups was reviewed. Troubleshooting resolved the issue. No further complications were reported.